Event description:
Information was received that reported a patient was hospitalized in 2009 due to an incident of hyperglycemia. Per the patient, she has had several instances of unexplained hyperglycemic episodes. Most recently, she reports that after having lunch on the day of event, her blood glucose rose to >500 mg/dl. She also complains that she was sick with diarrhea and vomiting. She drove herself to the hospital. Upon admission, she was treated with IV fluids and insulin. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. No operational or functional failure was detected, and the product was within specification.